Event description:
It was reported that the ilet triggered approximately ten occlusion alarms within a 24-hour period while the user experienced sustained hyperglycemia, despite changing infusion sets and other disposable components multiple times; a replacement ilet and additional supplies were provided, and the original device was returned. Symptoms included thirst and elevated blood glucose with a reported peak of 329 mg/dl for about 24 hours. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of alarm history and receipt and inspection of the returned device. Investigation of the device engineering logs confirmed previous alert 35 notifications. The issue could not be replicated during testing. However, foreign debris was found in the device causing the motor drive train to operate improperly which may have contributed to previous occlusion alerts. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.